Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested the customer to perform the load fill tubing sequence multiples times during the load sequence. Reportedly, the customer successfully completed the load sequence with the existing supplies. Additionally, it was reported that the cartridge was cracked and the insulin gauge was inaccurate. A new cartridge was successfully loaded to address the event. Customer¿s blood glucose level ranged from 100-306 mg/dl.